Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that insulin pump suspended prior to blood glucose being low. Customer was not able to resume insulin pump. Issue occurred excessively. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The device communicated properly with the test guardian transmitter and tested with glucose sensor simulator. After suspend low alarm, basal resume and functioning properly noted. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked case behind the pump near the battery tube compartment and cracked battery tube threads.